Manufacturer narrative:
Advancing against resistance. The device was received. Investigation is not complete.

Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during a stenting procedure in the tortuous, heavily calcified transverse sinus, resistance was met while advancing the omnilink stent delivery system, and the stent dislodged in the vena cava. The sds was removed and a non-abbott 8f guide catheter was inserted over the dislodged stent. The omnilink sds was reinserted through the stent and the balloon was inflated trapping the stent in the guide. The sds, dislodged stent and guide catheter were removed from the anatomy as one unit. An rx acculink stent was successfully deployed. There was no adverse pt sequelae. Though requested, no add'l info was provided.